Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles had been noted in the cartridge luer lock over the past few days. There was no impact to the customer&#38112;blood glucose level. Reportedly, the customer had introduced air into the cartridge when loading the cartridge. The customer was instructed regarding the proper load process. The customer declined to change supplies until scheduled.